Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fell and was run over by a car and that the touchscreen was shattered and unresponsive. Customer's blood glucose was between 54-500 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.